Event description:
I ordered contacts online from (B)(6). They never spoke to anyone at my dr's office to verify my prescription. In fact, the office was closed for vacation that week. My dr never approves or verifies anyone for this company, therefore the lens were shipped illegally. The contact actually got stuck in my eye. FDA safety report ID# (B)(4).